Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up check, the lv lead was showing signs of malfunctioning resulting battery drainage in the device. No further information is available. Patient will be closely monitored.